Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very tortuous and very calcified distal posterior descending artery (pda). A stent was previously deployed throughout the right. A promus premier¿ stent was advanced to the distal pda. It was then noted that the stent sheared off from the balloon catheter inside the vessel. A 2.25 x 20 premier stent was implanted to crush the dislodged stent against the vessel wall and the procedure was completed. No further patient complications were reported and the patient was safe.